Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had their ipg pocket relocated on (B)(6) 2021 to address the issue. Therapy was restored. Further information shows the pain has improved.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date to address the issue.